Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received three isolated inappropriate shocks due to oversensing of noise and a change of morphology related to the patient's heart condition. When the device was programmed in primary and secondary with 2x gain there was some treated and untreated episodes. It was noted that the patient is hospitalized awaiting a heart transplant. Technical services informed there is solution for re-programming. Therefore, the system was explanted and replaced. The electrode is not expected to be returned. No additional adverse patient effects were reported.